Event description:
During an mis tlif l4-l5 surgery, the surgeon attempted to "pop" on the loaded extended tab tulip at l5, but it would not go on. Another attempt was made at l4 without success. The tulip was switched out and the new one deployed normally at l4. A second attempt was made at l5, but the tulip would not go on. The surgeon was able to switch out the shank for an assembled screw at l5 with no further issues. It was reported this added 30-40 minutes to the surgery. Upon cleanup the following day, the inserters used during surgery were inspected and seemed "jammed". One of the extended tab tulips looked like the ring had been deployed and wouldn't attach to the shank. The other tulip heads "popped" on the shank but couldn't be deployed as both inserters were not working.

Manufacturer narrative:
The implants nor the device returned for evaluation. The identifying lot number was not provided; therefore, a review of the device history record could not be conducted. If additional information is received, a supplemental report will be submitted.